Event description:
It was reported following a percutaneous coronary intervention (pci) performed to evaluate angina pectoris, an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery puncture with a lumen larger than 4 millimeters and no anomalies. The angio-seal was deployed. The puncture site continued oozing and manual compression was applied for a few mins. Farom was prescribed, dose unk. The next day, the pt ambulated and three days later the pt was discharged home. Five days after the procedure, the pt returned to the hospital with a fever and a pus discharge from the puncture site. A blood test confirmed increased c-reactive protein (crp). No surgery was performed. The pt was diagnosed with sepsis and cefamezin was prescribed, 2 grams twice a day. Sixteen days after the procedure, the pt underwent surgical debridement of the puncture site for treatment of the infection. The sepsis was diagnosed as methicillin resistant staphylococcus aureus (mrsa) origin. The pt continues to have a temperature of 38 degrees celsius and is taking vancomycin, dose unk. The physician was in angio-seal training process.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unk. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection , inflammation and edema. The IFU states the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal pt info guide (pig) states some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal pic instructs the pt to remove the dressing after 24 hrs and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.